Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the footswitch was working intermittently. Surgery was completed using an alternate system and footswitch with no harm to the patient. The customer ordered a new footswitch.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The footswitch was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 26, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The footswitch was manufactured on june 23, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned sample was connected to a calibrated system and the system message (sm) was displayed. While disassembling the footswitch a cartridge for an iol delivery system was found lodged between the treadle and the up¿switch printed circuit board (pcb). When removed the footswitch was found to meet specifications on a calibrated system and on a footswitch tester. The root cause of the reported event can be attributed to the cartridge for an iol delivery system lodged in the footswitch. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).